Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, g2, h6.

Event description:
Patient reported right side deflation. Legal representative later reported "mental anguish and fear from the increased risk of bia-alcl," "anxiety," "pain," "depression," and "other physical and emotional manifestations and related sequalae that are severe and ongoing." Legal representative also reported "fatigue" which is not device related. Device has been explanted.